Event description:
Information was received from a patient (pt) regarding an external device. It was reported that they just got an adjustment, and the controller wasn't working so the manufacturer representative (rep) told them to call patient services (ps). Pt stated that the controller would just go off sometimes on its own or it wouldn't program it when they turned it on, or it wouldn't go on sometimes and stuff like that. Pt stated that they would reset the controller, but the issue wasn't resolved as the controller would work for a little bit but then the controller would go odd again. Pt stated that sometimes the controller worked and sometimes it didn't work. Pt stated that the issue would happen when the controller didn't have any cords plugged into it and other times the issue would happen when the recharger (rtm) was connected to the controller when they were recharging the implanted neurostimulator (ins), so they would have to reset the controller. Pt noted that the controller didn't want to work for the rep yesterday. Pt confirmed that the controller would fully recharge from the ac power supply. Pt confirmed that the rep was first made aware of the issue in person yesterday. When asked for the event date, pt stated that they didn't know and that they would say it was maybe three or four weeks ago.

Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6): product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6): , UDI#: (B)(4) h3: analysis of the 97745 patient programmer (ptm) (serial number nld029251n) revealed complaint unverified. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.